Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5116867 and mw5116868. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, right side.